Event description:
(B)(4) - the facility staff alleged that the reliant 450-1 hydraulic patient lift was slowly descending while transferring a patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 14 year old. The owner's manual part number 1049388 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
On (B)(6) - the facility staff alleged that the reliant 450-1 hydraulic patient lift was slowly descending while transferring a patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4)2012 - follow-up #001. (B)(4) issued MFR report #9616091-2012-00408 indicating the model # as rpa450-1. The correct model # is rha450-1. MDR decision date: (B)(6) 2012. (B)(4) no RMA has been initiated for this issue. Model rpa450-1, serial number/date (B)(4)98h60641 is approximately 14 year old. The owner's manual part number 1049388, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.